Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Upon performing the flow check with the autoshield, the safety mechanism was activated. Consumer used the product and was not sure how much insulin was administered. Consumer went to ER. ER dr gave pt an injection of insulin.